Manufacturer narrative:
Samples received: 2 open units and 28 unopened race-packs. Analysis and results: there are no previous complaints of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received 28 closed and 2 open samples (empty). Additionally, we have received two detached needles (without thread available). The needles received have been visually analyzed and we have noticed that there are marks of the needle holder (or other surgical instrument) in the needle attachment zone. The needle has been damaged during handling of the suture as can be seen in the attached pictures. The steel in the attachment zone is deformed and the detachment from the thread is caused. As informed in the instructions for use (IFU) of the product: "grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage". Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: the needles received showed a damage in the attachment area caused by a wrong handling. Moreover the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications. However, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received.

Manufacturer narrative:
Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with monosyn violet. During an unspecified surgery, the needle came off the suture. This did not cause any patient harm. Additional information was not provided.